Manufacturer narrative:
Evaluation of the returned component found the tray surface was derformed around the hole and there was damage to the stem taper area. The damage suggests the taper may have seperated from the tray from a bending overload due to the extreme forces applied to remove the stem.review of device history records show that lot released with no recorded anomaly or deviation.(B)(4)

Event description:
It was reported that patient underwent a reverse shoulder arthroplasty on (B)(4)2010. Subsequently, a revision procedure was performed on july 26, 2010, to replace the glenosphere head to a hemi-resurfacing arthroplasty extended articular surface head. The surgeon intended to leave the humeral stem since it was well-fixed. However, during the revision procedure, the taper of the humeral tray fractured inside the humeral stem upon attempted removal. The surgeon had to perform an osteotomy of the humerus to remove the stem. The humeral tray and stem were removed and replaced. There was a delay to the procedure of greater than thirty minutes as a result.